Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead became septic and had vegetation on mitral valve that was possibly due to appendicitis. The patient was then given intravenous antibiotics. Moreover, this lv lead was partially removed as the insulation pulled away from the inner coil during laser extraction and was abandoned. Additional information was received from the field indicating that the remaining part of this lv lead was removed. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis showed that the returned segment of the lead showed insulation torn and coils were stretched at the distal end in which most likely occurred during explant procedure.